Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported (disable left arm) failure. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 1, axis 4, link to embedded serialized motor pitch (esmp) and link to embedded serialized motor yaw (esmy) replicating the reported event. The mtm was then installed onto a surgeon functional test platform (sftp) where power up was found to be failing the axis 1, axis 4 and link to esmp and link to esmy. Once testing was completed, embedded serialized motor board (esmb) printed circuit assembly (pca), main wire harness, axis 4 motor, link to esmp and link to esmy were applied behavioral analysis tested and were verified to be the source of the fault. As a result of these findings, failure analysis concluded that esmb main wire harness, axis 4 motor, link to esmp and link to esmy were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, that the customer contacted the technical service engineer mid surgical procedure to report a recoverable fault on the master tool manipulator left (mtml). System logs indicated a communication error and voltage error on the mtml. The customer attempted a hard power cycle on the surgeon side console (scc) with no change. The customer also tried to reseat the blue fiber cables, but this did not resolve the reported issue. The customer then undocked, performed a hard power cycle, and reseated the patient side cart (psc) fiber cables, but the error persisted. The customer decided to abort the surgical case. The procedure was aborted post anesthesia and port placement with no reported injury. Intuitive followed up but customer had no additional information.